Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. The new transfer set had been placed on the new patient six (6) days prior to the occurrence of this event. The issue was observed when the patient came into the dialysis unit to get their first therapy. During setup and prior to connecting the patient to the manual bag, the nurse twisted open the twist clamp and noticed the dark blue main body unscrewing and separating completely from the light blue twist clamp (exposing the tubing underneath). This was observed during set up for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.